Manufacturer narrative:
According to the description of the event, the tip of the extractor was damaged during its intended use. However, this damage led to no injuries. The extractor was provided for an optical examination. The tip of the product is broken. It is known that the issue occurred during use/ intraoperatively. However, this malfunction had no health effect on the patient. It was still possible to finish the surgery with the affected product. The manufacturing documents and the material certificates were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the issue occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the extractor of the tibial impactor. The extractor has to withstand high forces during use. It was manufactured in may 2024 and is therefore in use for more than 1 year. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "a defective instrument that was damaged intraoperatively during its intended use." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient. The surgery could be finished with the product in question and there was no need for an alternative instrument.